Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, a high capture threshold was observed on the right ventricular (rv) lead and the lead was suspected to be dislodged. The rv lead was repositioned to resolve the issue. The patient was stable and will continue to be monitored.